Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history report (DHR) could not be reviewed because no lot number(s) was/were identified. The reported complaint cannot be confirmed based on the information that has been provided.

Event description:
The event involved a chemolock¿ bag spike with clave additive port where it was reported that a white plastic-looking particle floating was found in one of the infusion bag products. The particle most likely came from the cl3940 bag spike because of the particle¿s color/appearance. A medication was being used with the product. There was a delay in therapy; however, there was no patient involvement or patient harm.